Manufacturer narrative:
(B)(4).

Event description:
The patient has had issues with diaphragmatic stimulation. The lv lead was reprogrammed to decrease the output. This lead remains actively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.